Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0bab8, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was going to have a lead revision on (B)(6) 2016. The patient had a significant fall and the clinician programmer showed no impedances. An x-ray showed that the lead seemed to have moved out of placed. The lead was replaced and the patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and health care provider (hcp) via a manufacturer representative reported that the patient had leg pain after their revision. The patient had severe leg pain before. The manufacturer representative advised the surgeon to consider placing the lead on the left since their right lead was causing the patient so much pain. The surgeon declined and wanted to put the lead back in the same place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.